Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a breakage on the middle of the catheter occurred. The target lesion was located in the moderately tortuous left lobe of liver. A direxion hi-flo was selected for use. During procedure, it was noted that the catheter would not track well over the wire and couldn't be advanced. It was then observed that direxion snapped in the middle approximately 40 - 50cm from the hub. Catheter was pulled out and procedure was completed with a different device. No patient complications were reported and patient's status was normal.